Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right orchidopexy and left testicular fixation, on deployment of the preloaded clips, small and what appeared to be metal shavings fell out of the unit into the patient¿s cavity. The patient was washed out to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and device. The visual inspection of the first photos depicts three more photos that depict what appears to be dark specs on the tissue, and two formed clips on tissue with black specs nearby. The second photo depicts what appears to be two black specs taped to cardboard. The instrument was received partially applied with six remaining clips. A small amount of lubricant observed on distal jaw cams, the amount was not deemed excessive. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. No functional abnormalities were observed. Although the reported condition was not confirmed, please note that lubricant is applied on jaws cams to provide smooth firing and to minimize the friction between driver and jaw. The amount of the application may vary but the observed amount was acceptable for this instrument. The lubricant material is biocompatible and approved for patient contact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.